Event description:
It was reported that the patient presented in emergency room after experiencing a syncopal episode. Upon interrogation, the right ventricular lead exhibited high impedance and intermittent capture due to lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.